Event description:
There was a force sensor error with the ablation catheter after placement into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer rep notified directly by clinical site. Manufacturer response for ablation catheter, (brand not provided) (per site reporter).